Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pt underwent a coronary artery bypass graft x3 with a median sternotomy. The balloon was prepped and worked fine. It was reported that when inserting the balloon in the coronary sinus the anesthesiologist refilled the balloon and it ruptured. The device was removed and there were no adverse pt consequences. The catheter was not replaced.